Manufacturer narrative:
The damage found was sustained during the surgical procedure. The cause of the reported events was isolated to the breached inner insulation exposing the inner coil due to excessive suture tie down forces. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after connecting a recently implanted right ventricular (rv) lead to the generator, said lead exhibited low and out of range impedance. Loss of capture was also noted. Upon further investigation, the physician found the suture sleeve split and the suture penetrating the insulation of the lead. The rv lead was explanted and a new lead was implanted successfully. No complications were observed.